Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient had passed out at church. An interrogation of the implantable cardiac monitor (icm) shows intermittent oversensing during the patient¿s syncope episode. It appeared that the patient had symptomatic bradycardia. The icm was extracted and a pacemaker was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.